Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding altr involving an mdm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device indicated damaged from contact with explantation tooling and the time spent implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that '(B)(6) 2025, bleeding from the wound due to suspected infection no fever, but a feeling of heat in the affected area and a soft mass due to suspected infection, the implant was removed and a cement mold placed. There was a notch in the neck of the stem, and it appeared to be hitting the mdm liner. The cup front opening was 44° and the stem front twist was 36°. The wound was covered with black tissue, so it was debrided and cleaned.' Visual inspection of the returned device indicated damaged from contact with explantation tooling and the time spent implanted. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: (B)(6) 2017, right first tha twice anterior dislocations in february 2022 (B)(6) 2022, revision surgery was performed. A sliding surface was replaced. The stem continued to be used. (B)(6) 2025, bleeding from the wound due to suspected infection no fever, but a feeling of heat in the affected area and a soft mass due to suspected infection, the implant was removed and a cement mold placed. There was a notch in the neck of the stem, and it appeared to be hitting the mdm liner. The cup front opening was 44° and the stem front twist was 36°. The wound was covered with black tissue, so it was debrided and cleaned.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.